Event description:
The facility reports difficulty in adjusting the tilt of the spreader bar with an 18 stone pt to a sitting position. The risk mgr has the opinion that nursing staff are at risk from personal injury because of this problem.